Event description:
It was reported that the patient underwent device explant due to impaired wound healing. The manufacturer attempted to obtain a medical assessment regarding the nature of the issue. The patient is currently healing. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. The device was not returned.